Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the red rubber catheter was missing from the kit.

Event description:
It was reported that the red rubber catheter was missing from the kit.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® urethral catheterization tray caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: contents of inner wrap are sterile unless package is opened or damaged. Directions for use on reverse side. Single use only. Do not resterilize. For urological use only. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Open lubrication-lubricate catheter. Prep patient with povidone-iodine swabsticks. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory.¿